Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2021.

Event description:
Hearing performance with the device is affected. Reportedly, on (B)(6).2021 while climbing on the bed the user fell on the left side and is not able to hear since then. Re-implantation is scheduled for (B)(6) 2021.

Event description:
Hearing performance with the device was affected. Reportedly, on (B)(6) 2021 while climbing on the bed the user fell on the left side and was not able to hear with the device since then. Re-implantation was performed on (B)(6).2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Reportedly, while climbing on the bed the user fell on (B)(6) 2021 on the left side and is not able to hear since then.